Event description:
"Leaks oil" noted on customer repair request. On follow up it was reported that oil was seen leaking as a mist near the handpiece while the motor was away from the sterile field, during surgery. There was no oil leakage into the sterile field. The procedure was completed with a second motor. There were no injuries and no significant delays.